Event description:
During ultrasound and fluoroscopic guided PICC placement the guide wire was advanced a short distance and then could not be withdrawn without moderate resistance. The distal end of the guidewire actually fractured and a small portion of coiled wire remains in the soft tissues of pt's right arm near puncture site. This was verified by x-ray. On visual inspection of removed product co can clearly see where wire became separated and came "uncoiled approx 18" in length. Very fine, hair-like, coiled, stretched wire is what remains of guidewire. The fragment will be left in place as it is sterile. However; if complications such as thrombophlebitis or infection occur surgical removal will be necessary.